Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v was not returned for evaluation. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. In this case, it was reported the patient anatomy was tortuous, which likely contributed to the reported difficulties as there was no damage noted to the stent or stent delivery system (sds) during the inspection prior to use. The sds was retracted into the guiding catheter due to repositioning in the lesion and it appears the stent struts interacted with the tip of the guiding catheter, thus contributing to the difficult to remove. Further interaction with the guiding catheter would have contributed to the stent dislodgement. In this case, the reported stent dislodgement, difficulty to remove, and additional therapy appear to be related to the procedure circumstances and there are no indications of a product quality deficiency. A review of the finished product lot history records produced no findings relevant to this report.

Event description:
It was reported that the stent delivery system (sds) was advanced across the tortuous, distal right coronary artery lesion through a non-abbott guide catheter (gc). The gc was unable to maintain position and required replacement. As the sds was being retracted into the gc, the gc lost position. The stent dislodged from the sds and floated to the right tibial artery where it was embedded in the vessel wall using a dilatation balloon. The target lesion was treated and there was no additional adverse patient sequela. Though requested no additional information was provided.